Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found the air/water channel clogged with foreign material during evaluation; however; the customer returned the device without reprocessing due to a leakage which caused the foreign material to remain in the channel. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of a damaged seal and therefore air leakage was not confirmed during inspection. Additionally, the allegation that air leakage prevents insufflation was not confirmed. However, no air or water function was due to the channel b being clogged. Additional issues were identified during the device evaluation: b30 and e216 error messages were caused by moisture ingress; moisture ingress was found in the connector; corrosion was detected on the print circuit board of the plug unit; the light guide rod lens was cracked; the paint around the air/water cylinder and the suction cylinder were both missing; the scope connector water mouthpiece port was slightly corroded; the scope venting connector was slightly corroded; and the angulations were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a damaged seal, causing air leakage and preventing insufflation. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the air/water channel was clogged with foreign material. The foreign material remained in the channel, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the air or water channel noted at estimation.